Event description:
Laparoscopic cholecystectomy - "during clip application on cystic duct and cystic artery, first 2-3 clips gave no any problem, then started to close incorrectly and overlap. Clip applier was removed and substituted with another one (ca090, same lot) that gave the same problem." Type of intervention: no any intervention required. Patient status: good.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. The root cause of the scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Correction - updated - user facility, date of incident, surgeon, description per hospital reported to the ministry of health. User facility - (B)(4). Event description - see describe event contact name - (B)(6). Event date - (B)(6), 2015. Please note the updated event description was not impact the investigation result that reported on august 14, 2015.

Event description:
Laparoscopic cholecystectomy - "during clip application on cystic duct and cystic artery, first 2-3 clips gave no problem, then started to close incorrectly and overlap. Clip applier was removed and substituted with another from a competitor." Type of intervention: no intervention required. Patient status: good.